Event description:
Additional information received reported that the relationship between the device and abdominal pain was undetermined. The patient still had the pain after explant.

Event description:
It was originally reported in manufacturer¿s report # 3004209178-2013-02849 that the patient experienced surgical complications following implantable neurostimulator (ins) revision on 2013 (B)(6). The patient had abdominal pain, for which the cause was unknown. The ins had not been turned on. It was later reported that the patient had the ins explanted on 2013 (B)(6). Additional information indicated the patient actually underwent a device replacement on 2013 (B)(6). The information regarding the patient¿s abdominal pain and subsequent explant pertains to this manufacturer¿s report and any additional information regarding this event will be reported in this report.

Manufacturer narrative:
Product ID: 3777-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 3777-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).